Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's endocrinologist advised the customer to replace the insulin pump as the bolus wizard is not calculating correctly. Customer stated that the blood glucose level was 15 mmol/l and the bolus wizard estimate showed 0.00. Settings were checked and time/date, basal rates, bolus wizard, alarm history, bolus history and daily totals were accurate. Several no delivery alarms found in the alarm history that were not reported. Device passed the displacement test. Current blood glucose value is 4.5 mmol/l. Nothing further reported.